Manufacturer narrative:
Remove medical device - problem code 1503. Customer intentionally powered off pump; therefore, shutdown was expected and code 1503 does not apply. Remove medical device - problem code 1503. Customer intentionally powered off pump; therefore, shutdown was expected and code 1503 does not apply.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. In addition, the pump shut down. Pump was able to be turned back on after charging pump. Reportedly, the issue resolved and customer continued to use the pump for insulin therapy. Customer's blood glucose level was 230 mg/dl.